Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, stent damage occurred. The physician attempted to treat a stenosed lesion located in the pre-dilated, mildly tortuous, heavily calcified rca (right coronary artery) with a 3.00x12mm taxus express2 drug eluting stent. The stent delivery system was unable to cross the lesion. It was noted that the stent delivery system became stuck in the guide catheter during removal. The stent edge was noted to be "deformed". The procedure was completed with another manufacturer's 3.0x13 stent. There were no reported pt complications. The pt status is listed as "good".